Manufacturer narrative:
Correction: section h4: in initial report, the manufacturer date provided was inadvertently reported as 06/15/2007, however the correct date is 06/25/2007. Additional information: h6 components codes: 427, 423, 4725. H6 investigation findings: 610. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Device evaluation: a field service engineer (fse) visited site and replaced thyratron, trigger pcb, high voltage cable and f2 trap. System performing to specification. Manufacturing records review: a review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was an error message "laser energy dropouts" and system stopped working halfway through a hyperopic treatment and weren't able to continue. The flap had to be placed down for continuation at a later date. No patient injury was reported. The patient returned on (B)(6) 2025 to complete and did great. Field service engineer (fse) also confirmed that the system was misfiring.